Event description:
End user reported that he was backing down a hill in his 3gtqsp power chair when he let go of the joystick, the chair did not stop. The chair allegedly kept rolling, hit a hole causing the chair to flip onto user. User alleges that his left middle finger bent sideways and he sustained scratches on his back. He had help getting the chair off him. User did not require medical attention but had x-rays taken that week which showed nothing broken in his hand but he is claiming it hurts.